Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that during a meniscus repair surgery using a fast-fix 360 curved ndl delivery sys, after t1 was deployed, t2 was deployed prematurely. Both of the ts were deployed through the meniscus and both of them were removed from the patient. The procedure was completed using a backup device and a delay of 30 minutes or less was reported. No patient injury complications. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10 h3,h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection revealed the device was returned outside of original sealed packaging and carton. The needle appears more linear than manufacturer intended. Both t1 and t2 anchors are attached to the device as manufacturer intended. The deployment needle is in the t2 pre-deployment position. No visible damage outside of the bent needle. A functional evaluation confirmed the device was returned in the t2 pre-deployment position. The device deployed both t1 and t2 upon first actuation. The deployment needle became lodged at the distal tip due to bent needle. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. The complaint was confirmed. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to the device.